Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.